Event description:
Additional information received indicated the patient was seen in clinic and the implantable cardioverter defibrillator (ICD) was re-connected. Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.